Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with elevated lactate dehydrogenase (ldh). Ramp study was conclusive of possible pump thrombosis. Patient presented with hypotension and symptoms indicating low flows. Heparin drip was started. Pump was removed and exchanged for another heartmate 2 (hm2) pump via thoracotomy.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: thrombus was confirmed via the evaluation of (B)(6) and could have contributed to the reported elevated ldh and elevated pump power. A direct correlation between (B)(6) and the reported hypotension cannot be conclusively determined through this investigation. The reported low pump flows cannot be conclusively determined through this investigation as no log file data from the time of the reported event was submitted by the account. The pump was returned with the driveline cut approximately 3¿ from the pump body and the severed portion was not returned. The sealed outflow graft was returned and was secured to its respective pump port. The sealed inflow conduit was not returned. Examination of the outlet stator/rotor outlet section revealed a large, tissue-like deposition situated in-between the outlet bearing ball and stator blades. The formation was not laminated but displayed evidence of denaturation. The presence of concentric contact marks on the rotor¿s outlet section further indicates that the deposition was present in the outlet stator at some point while the rotor was spinning, and the pump was supporting the patient. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined through this investigation. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portions of the driveline found them to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. The IFU provides information regarding recommended anticoagulation therapy and inr range. This document also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.